Event description:
Initially, customer did not provide complaint description details. Intuitive surgical, inc. Contacted the initial reporter of this complaint to obtain information regarding complaint description. Initial reporter indicated that instrument was broken and he is not aware of what broke and when it broke. It was identified in central sterile processing. He was not aware of anything falling into the patient and any patient injury.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch cable to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at wrist were not damaged. The instrument passed the recognition test. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.